Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen was due to user error. Customer¿s blood glucose was 60 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.